Manufacturer narrative:
Micropace stimlab cardiac stimulator sgu was evaluated by boston scientific. The returned sgu did not have any error when powered on and pace performed. Laboratory analysis was unable to confirm the reported clinical observation of the error message displayed. Equipment was found within specifications.

Event description:
This event is being reported for aborted/cancelled procedure with unknown sedation status. It was reported that during a procedure, a micropace stimlab cardiac stimulator sgu was selected for use. Unit displays error 47 0 error - safety test failed. 0a panel failed. Unit was shutdown and rebooted several times and error persisted and would not clear. Procedure was cancelled/rescheduled due to this reason. Replacement of the unit and field service required. It was further reported that the device batch number was 5623.

Event description:
This event is being reported for aborted/cancelled procedure with unknown sedation status. It was reported that during a procedure, a micropace stimlab cardiac stimulator sgu was selected for use. Unit displays error 47 0 error - safety test failed. 0a panel failed. Unit was shutdown and rebooted several times and error persisted and would not clear. Procedure was cancelled/rescheduled due to this reason. Replacement of the unit and field service required.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with unknown sedation status. It was reported that during a procedure, a micropace stimlab cardiac stimulator sgu was selected for use. Unit displays error 47 0 error: safety test failed. 0a panel failed. Unit was shutdown and rebooted several times and error persisted and would not clear. Procedure was cancelled/rescheduled due to this reason. Replacement of the unit and field service required. It was further reported that the device batch number was 5623.